Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self-test. Customer's blood glucose value was 158 mg/dl. The customer was assisted with troubleshooting. The customer stated that they clear alarm and finish complete prime process. Customer states on second occurrence they run the self-test and insulin pump did not pass self-test. The device will not be returned for analysis.

Manufacturer narrative:
The device passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.